Manufacturer narrative:
Pump was received with intermittent button response due to corroded keypad traces. The insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. No unexpected battery out limit alarm noted. The insulin pump had cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated, the buttons were unresponsive to clear a battery out limit alarm. The customer was also unable to enter their blood glucose. Customer's blood glucose was 238 mg/dl. Customer also reported experiencing a high of 600 mg/dl. Customer treated their blood glucose with a manual injection. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.